Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got a motion sensor test failure alarm. The customer¿s blood glucose level was 21 mmol/l at the time of incident and the customer was treated with manual injections. The insulin pump was stuck in rewind process. Troubleshooting was not performed and the device will not return for analysis.